Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows a eaw 144 empty cartridge warning went unacknowledged on (B)(4) 2015 at 00:08 until battery voltage depleted and pump went into a "reboot" condition. The pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications. The battery compartment intact. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.